Event description:
The company was made aware that the pt's internal device was repositioned because its position was interfering with the external equipment. Advanced bionics is in the process of gathering more info.